Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. He addressed the failure back to a defective compressor. In case of a hole of the evaporator, the refrigerant fluid will leak and water will enter the cooling circuit. This situation will cause a damage of the cooling compressor. The compressor failure leads to an increase of the leakage current of the device and as a consequence the circuit breaker was tripped . A review of the DHR could not identify any deviations or nonconformities relevant to the issue.

Event description:
Livanova (B)(4) received a report that during priming a heater-cooler 3t displayed an error code and triggered the rcd (residual-current device). There was no patient involvement.